Event description:
After the iab was inserted without difficulty, it took twelve to eighteen hours to stabilize the patient, and then the balloon ruptured. When the iab was removed, the patient exerienced bleeding and required surgical repair of an artery. There were no additional complications.